Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered after the pump was not starting. Additional information was obtained during follow-up. The biomed confirmed the on/off switch contacts and spade terminals of the stage 1 power switch sustained thermal damage. No photographs of the reported issue were available to be obtained during follow-up, nor was the sample available to be returned for physical examination by the manufacturer. There were no associated alarm codes displayed. It was confirmed the issue happened while the system was operating in supply mode. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload switch did not trip. There was no blown fuses identified in the local power supply. The biomed confirmed the system is plugged into its own breaker. There were no local power grid issues or electrical storms on or around the reported event date. The biomed stated that the on/off switch was replaced to resolve the reported issue. The machine back was returned to service following repair. There was no patient involvement nor personal harm associated with the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue with the provided intake information. The cause of the reported issue was determined to be a bad electrical contact at the motor protection switch. The contact resistance and pump current increased which led to increased thermal energy at the contacts points. The cable lugs/wiring at the motor protection switch overheated and became discolored/damaged from the released thermal energy. A mains line also could have been missing (as a result of the bad electrical contact) and the thermal overload switch or the motor protection switch (depending on the operation mode) was loaded unbalanced and could have tripped, resulting in the interruption of device operation and subsequent error codes/t1 test failures. A contributing factor for a tripping motor protection switch or thermal overload relay could be also power issues (line fluctuations/blown fuse) which do cause higher currents. These constant high currents do also cause a triggered motor protection switch or thermal overload relay. This failure is a known issue. Corrective actions were defined. A new design of the motor protection switch and its wiring was developed but is currently not released for the us market. The affected aquabplus system was manufactured before the implementation of the corrective action in series production. According to the intake information, the issue was resolved by replacing the motor protection switch in stage 1. It is recommended to check and replace the wiring and the motor protection switch in stage 1 and stage 2 with parts to avoid additional failures.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered after the pump was not starting. Additional information was obtained during follow-up. The biomed confirmed the on/off switch contacts and spade terminals of the stage 1 power switch sustained thermal damage. No photographs of the reported issue were available to be obtained during follow-up, nor was the sample available to be returned for physical examination by the manufacturer. There were no associated alarm codes displayed. It was confirmed the issue happened while the system was operating in supply mode. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload switch did not trip. There was no blown fuses identified in the local power supply. The biomed confirmed the system is plugged into its own breaker. There were no local power grid issues or electrical storms on or around the reported event date. The biomed stated that the on/off switch was replaced to resolve the reported issue. The machine back was returned to service following repair. There was no patient involvement nor personal harm associated with the reported issue.